Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported false air in line alarm, which was reproduced. The confirmed alarm was found to be caused by the pump door hooks being filed down by the customer so that the door would not close. The door hooks, door, and all associated door components were replaced.

Event description:
During baxter's eval of a spectrum pump, the device displayed an air line message. There was no pt involvement.